Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15346. It was reported the pt developed an unk neuropathic pain which was irritated by the use of her scs system. The pt's scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.